Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced soreness and cream-colored drainage from the driveline site. A culture was (B)(6) and serratia marcescens. The patient was treated with outpatient keflex. On (B)(6) 2016, the patient was seen by the surgeon and it was determined the patient would undergo a surgical exploration of the driveline site on (B)(6) 2016. Cultures obtained on (B)(6) 2016 came back (B)(6) and serratia marcescens. The patient was treated with IV vancomycin and rocephin for 6 weeks and then transitioned into long-term suppression with septra. The patient reportedly was not septic.